Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ping meter was reading inaccurately high when compared against another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (after 2pm). The patient reportedly obtained blood glucose readings of ¿21.9mmol/l¿ with the subject meter and ¿7.4mmol/l¿ with a secondary device, performed two hours apart from each other. The patient manages her diabetes with insulin (via insulin pump), however, it is not clear what action the patient took in response to the product issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of sweating, shaking, and dizziness 40 minutes later. The patient, however, denied seeking any medical intervention and reportedly continued with her usual routine. It is not specified when her symptoms abated. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.